Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of insulin. Several hours later, the customer reported that the insulin gauge displayed 95 units after delivering approximately 10 units of insulin. Subsequently, the customer observed a few air gaps in the tubing line, and was able to successfully prime the air out of the line. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 172 mg/dl.